Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. Troubleshooting was performed. The customer stated that the insulin pump was dropped and has been cracked around the case. Advised the customer to revert back up plan. The customer's recent blood glucose was 65 mg/dl, and she is being treated at the hosp. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with a cracked case at the corners of the display window. After testing it was concluded that the device operated within specs.